Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint.- litigation papers allege that several months after the surgeries, the patient began suffering from excruciating pain in his hips and groin area. It became increasingly painful for him to walk and move his legs. Additionally it is alleged the hip pops out of the joint on occasion. Further it is alleged the patient intends to undergo revision surgery to remove his devices and replace them with new hip implant systems, if indicated by his doctor. Doi: (B)(6) 2008 - dor: none reported (right hip). Doi: (B)(6) 2009 - dor: none reported (left hip). Patient is a resident of (B)(6). Update: (B)(6) 2012 - pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records are available for further review.

Manufacturer narrative:
The complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pinnacle ppf record received. Ppf alleges metal wear, metallosis and elevated metal ions. Doi: (B)(6) 2009 - dor: (B)(6) 2013 (left hip).